Event description:
A 2.5mm diameter x 10mm length sprinter legend rapid exchange (rx) balloon dilatation catheter was used in a patient to pre-dilate a lesion located in the lad described as highly calcified. However, it was reported that the balloon ruptured during procedure. It was also reported that the tip of relevant device caught on calcification and detached in vivo. The patient was sent to surgery for removal of detached material. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). (Heavy calcification).